Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead ext found it was cut as a result of the explant procedure into two segments. The lead body segment was found to have two areas where the internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead extension was subjected to while still in vivo.

Manufacturer narrative:
Date of event is estimated. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 4. Related manufacturer reference number: 1627487-2020-04367, related manufacturer reference number: 1627487-2020-04368, related manufacturer reference number: 1627487-2020-04370. It was reported the patient experienced ineffective stimulation due to high impedances on the right lead/ extension, as the patient was unable to increase amplitude on the system. Reprogramming was able to only temporarily achieve effective stimulation. X-rays did not seem to reveal any fractures or pull out, and the patient did not report any trauma. To address the issue, the physician opted to do surgery on (B)(6) 2020 to explore what had happened. It was found during this surgery that the extension seemed to be misaligned with the lead and there was an under-insertion of the lead. The physician attempted to connect the lead directly to the ipg header and found there were still impedances, therefore the physician felt there was an issue with both the extension and the lead. A second surgery took place on (B)(6) 2020 wherein the physician explanted the patient¿s dbs system and replaced it, resolving the issue. Note: both extensions are being reported as it is unknown which ones are the right extensions and which are the left.